Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle suture piece that pertained to product code vcp423h. During the visual inspection of the sample, the swage and attachment area of were noted as expected. The suture was observed broken due to the stress applied to the strand. Per the conditions of the returned sample, the functional test could not be performed. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: if possible, please confirm if the suture broke into separate pieces or if the entire suture detached from the needle. The suture was broken into separate pieces. When did the issue occur (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify: unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used, during the procedure, it was found that the suture was already broken or the suture was already detached from the needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, please confirm if the suture broke into separate pieces or if the entire suture detached from the needle. When did the issue occur (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify please provide the source or name and title of the external person providing answers to follow-up.